Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bladder of small volume infusor 2ml/hr ruptured during filling at the hospital. The device was filled with unspecified medication manually with a syringe. It was stated the bladder was stable during filling with 7cc of saline, however the bladder ruptured when another 40cc of saline was added. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from february 5,0 2020 - february 06, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.